Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device was at elective replacement indicator (eri) in less than 2 years due to high outputs. The lead had a high threshold and intermittent capture. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.